Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Manufacturing year is 2016. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient experienced anterior and posterior tear in right eye. Lens thickness was 4.3 mm. No vitrectomy was required. Patient post op status was not provided. Account reported that left eye was treated on (B)(6) 2016 without incident.